Event description:
The report received from the sales rep. Indicated that the catheter broke during a diagnostic intervention. The access site was femoral. The lesion was tortuous and calcified. Very high torque was applied due to the tortuosity and calcification. The device was being used for the first time and had not been re-sterilized. There was resistance felt while advancing the catheter due to the tortuosity of the vessel and excessive torque was applied. There was no kinking in the area of separation and it was a clean snap. No anomalies were noted when the device was removed from the packaging. After the catheter was removed from the pt, it separated into two pieces. Films of the procedure were requested, but were not available.

Manufacturer narrative:
Please note that this device has been received for analysis, but the engineering report is not yet available. Additional information received, will be submitted within 30 days upon receipt.